Event description:
It was reported that bd insyte-n autoguard winged tip is jagged/frayed. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached. The neonatal intensive care unit (nicu) continues to get defective intravenous (IV) catheters (lot # 4177309) stocked in our floor stock. I have filed a previous rl (# (B)(4)) on 11/07/2024 with the same issue. This is a major safety concern for our patients. The IV catheters bend and "accordion" when attempting to insert them. They also appear to be jagged and/or frayed at the tip of the catheter. I have contacted central supply about the issue and have been reassured that they have been removed from the shelves and out of circulation but continue to find them stocked in our floor stock. Lot #: 4177309.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381511 and lot number 4177309. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.